Event description:
The customer reported a loose connection on the rear temperature cable of the thermogard xp ivtm system (sn (B)(6), which links the system to the monitor. No other information about the patient or treatment was provided.

Manufacturer narrative:
The customer's complaint of a loose connection on the rear temperature cable of the thermogard xp ivtm system (sn (B)(6), which links the system to the monitor, was not confirmed during inspection and functional testing. There was no loose connection between the thermogard system display head and the hmia. The thermogard system functioned as intended. During the inspection, the customer's cable connected to the external mindray monitor was found to be broken and was replaced by the hospital biomed. The thermogard system passed the functional testing with no issues.